Event description:
Report received from a physician in feb 2005 regarding a pt with a history since 2001 of bovine collagen injections (with no adverse effects), no known allergies and no history of autoimmune disease, who received injections of hylaform plus in feb 2005 to the nasolabial folds, marionette lines and perioral lines. Two weeks later, the injection pt experienced swelling at injection sites; redness at injection sites; induration at injection sites; pruritus at injection site four days later physician examined the pt and diagnosed an allergic reaction; oral prednisone and topical pandel cream (doses and onset dates not provided) were prescribed. At the time of the report, the pt had not yet recovered.